Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced difficulty obtaining drops when changing infusion supplies and subsequently experienced elevated blood glucose that persisted after a meal announcement while using the ilet system; the user later changed supplies again and was advised to allow time for the pump to correct. Symptoms included hyperglycemia. Outcomes included no injury and no medical intervention beyond routine self-management. Investigation included complaint handling and user troubleshooting and education via customer support. Investigation of this case revealed no device alarms and no confirmed device malfunction, with cause of hyperglycemia unclear. It was concluded that the event was user-reported hyperglycemia with an undetermined cause and no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.